Event description:
Dexcom was made aware on 12/04/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced a skin reaction with redness, inflammation, drainage, pustules, and infection under the entire patch area which occurred the day the sensor had been inserted in the arm. The skin was prepped with alcohol prior to sensor insertion. Upon sensor removal, the skin was red around the insertion site. The skin reaction continued to worsen, and the patient went to the urgent care center on (B)(6) 2023. The patient was prescribed oral doxycycline (100 mg) and was advised to go to the emergency room (ER) if the redness continued to spread. On (B)(6) 2023, the patient went to the ER as the redness worsened. The patient underwent an ultrasound to ensure there was not an abscess (pus) forming under the skin. The patient was recommended to take over the counter (otc) motrin as needed for pain. No other treatment was provided at the ER. The patient was fine at the time of report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Cmpl-(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).